Event description:
Meter is reading with a decimal in the display. This has been going on for a week. Customer takes insulin, and adjusts his dose based on meter readings. Customer says he has not been ill, and he is feeling fine. Meter is reading in mmol/l instead of mg/dl. Meter is being replaced.